Event description:
The customer reported five false positive results with the ID now covid-19 2.0 assay performed on unknown dates using nasopharyngeal samples. This MFR. Report addresses patient five (5) of five (5). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on an unknown date using a nasopharyngeal sample. Repeat testing was not performed. Pcr confirmation testing (platform unknown) was performed on a nasopharyngeal sample taken within 4 hours of the ID now sample and generated negative results (CT value of 40). Of the five (5) patients, the customer indicated three (3) had a fever. The customer also stated the other two (2) patients were located in the same room. Additionally, no patient had a history of covid-19 infection within a year. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Single-use: device discarded.